Event description:
It was reported by svc report that the footboard cracked when it was moved and hit something. There was no bed exit and scale. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.